Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a health care professional via a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that the ins was eroding through the skin, below the incision of the pocket. Factors leading to the issue was unknown, the patient just one day noticed the battery sticking out of the skin. The device was removed. No further complications were reported.